Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after crossing the aortic valve and inserting the non-medtronic (safari) guidewire, the patient experienced heart "block." This heart "block" did not subside after completion of the procedure. Subsequently, pacemaker implantation was proposed as a treatment for the patient's heart "block." Additional information was received to report the heart block occurred before the valve was implanted. Additional information was received that the heart block occurred before the delivery catheter system (dcs) was inserted.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after crossing the aortic valve and inserting the non-medtronic (safari) guidewire, the patient experienced heart "block." This heart "block" did not subside after completion of the procedure. Subsequently, pacemaker implantation was proposed as a treatment for the patient's heart "block." Additional information was received to report the heart block occurred before the valve was implanted. Additional information was received that the heart block occurred before the delivery catheter system (dcs) was inserted. Additional information was received that the chb occurred during placement of the non-medtronic guidewire, and the dcs was inserted after the chb occurred. Per the physician, the left ventricle guidewire caused the chb; however, the valve possibly contributed to the chb.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: this is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after crossing the aortic valve and inserting the non-medtronic (safari) guidewire, the patient experienced heart "block." This heart "block" did not subside after completion of the procedure. Subsequently, pacemaker implantation was proposed as a treatment for the patient's heart "block." Additional information was received to report the heart block occurred before the valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure; after crossing the aortic valve and inserting the non-medtronic guidewire, the patient experienced heart "block." This heart "block" did not subside after completion of the procedure. Subsequently, pacemaker implantation was proposed as a treatment for the patient's heart "block."